Event description:
#Medwatcher #(B)(4). Blurred vision, hand and wrist pain, all over joint pain, palpations, swollen lymph nodes and glands, sleeplessness, chronic fatigue, uti, sharp ovary pain, heavy menstrual cycles with large blood clots, 2 cycles in one month (periods always like clock work before essure), early cycles, late cycles, positive ana titer for which I've been referred to rheumatologist, crumbling teeth, 4 root canals in 4 yrs., brain fog, short term memory loss, acne, night sweats, cramps always.